Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received a loading dose of 81 mg aspirin and 300 mg clopidogrel. A lotus introducer sheath (lis) was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). No conduction disturbances developed post bav. Next, subsequent deployment of a 23 mm lotus edge valve into the correct anatomical location was performed. On the same day of the index procedure, electrocardiogram (ECG) revealed new left bundle branch block. No action was taken to treat the event. At the time of reporting, the event was considered to be recovering.